Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s family reported via phone call that emergency medical service was dispatched as customer experienced hyperglycemia and then hospitalized on (B)(6) 2019 with a blood glucose level value of 405 mg/l and 400 mg/dl. Customer declined troubleshooting for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer experienced symptoms related to high blood glucose level such as vomiting and large presence of ketones in urine. Customer was treated with possibly 2 bags of saline, fast acting insulin, and zofran for vomiting. Customer was not sure whether auto mode feature was on or not. Customer declined to perform a carelink upload. Customer does not alleged insulin pump was under delivering. The insulin pump will not be returned for analysis.